Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function and advisement to remove, due to manufacturer's recall. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath to proceed with the extraction and successfully removed the ra lead. After lead was removed, the patient's blood pressure began to trend down slowly, then more precipitously. Transesophageal echocardiography (tee) revealed a pericardial effusion and rescue efforts began, including sternotomy. A superior vena cava (svc) perforation, less than 0.5 cm long, was discovered and successfully repaired. After repair was complete, the rv lead was successfully extracted and the patient survived the procedure. On (B)(6) 2022, it was reported the patient remained in the hospital. It was believed that the patient may have developed svc syndrome related to the surgical repair of the injury site. This report captures the 14f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.